Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported mechanical jam and difficulty to remove the mitraclip delivery system (cds) were confirmed. A knot on the lock line and kinked harness were observed during the testing of the device. The reported difficult to open or close could not be replicated under testing environment. The clip was observed to be separated form the cds. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line and difficult to open or close the clip could not be determined in this incident. The reported difficult to removal was due to inability to close the clip that likely resulted in the clip separation. The kinked harness appears to be related due to the mechanical jam. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two other mitraclip ntr devices referenced are filed under separate medwatch report numbers.

Event description:
This is filled to report inability to remove the lock line, inability to close the clip, and difficult removal of the device. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) (90417u186) was advanced to the mitral valve. Clip deployment was started; however, the lock line could not be removed. The clip was not deployed. The clip would no longer close, and had to be inverted, thus was difficult to remove from the steerable guide catheter (sgc). The cds and sgc were removed as a single unit. A new sgg was used and cds (90412u378) was advanced, but final arm angle (efaa) could not be established, clip opened while locked. The clip was not implanted and was removed. Another cds (90418u226) was advanced; again efaa could not be established. The clip was not implanted and was replaced. One clip was implanted, reducing mr to <1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.